Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Struts on rows 1 to 3 from the proximal edge were severely misaligned and pushed distally. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The midshaft was kinked at the distal end of the midshaft bond. Several kinks were identified along the hypotube. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-03856. It was reported that during a stenting treatment procedure, stent damage was observed. The target lesion was located in the left circumflex (lcx) artery. The physician placed a non-bsc guide catheter and then introduced a 3.0x32mm promus element stent delivery system (sds) into the patient's body. Then noticing that the stent was undersized, the physician removed the sds from the patient's anatomy. Once removed, the physician did not observe any damage to the device. Next the physician advanced a 4.0x20mm promus element sds and while attempting to deploy the stent, observed that the stent was caught on the catheter. The stent was knocked off of the sds and as "the stent was fine," the physician deployed the dislodged stent using five non-bsc balloons. After deploying the 4.0x20mm stent, the physician wanted to use the initially used 3.0x32mm promus element sds, but observed stent strut damage prior to reintroducing the device into the patient's anatomy. The procedure was completed with another of the same device and the patient's post procedure condition is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-03856. It was reported that during a stenting treatment procedure, stent damage was observed. The target lesion was located in the left circumflex (lcx) artery. The physician placed a non-bsc guide catheter and then introduced a 3.0x32mm promus element stent delivery system (sds) into the patient's body. Then noticing that the stent was undersized, the physician removed the sds from the patient's anatomy. Once removed, the physician did not observe any damage to the device. Next the physician advanced a 4.0x20mm promus element sds and while attempting to deploy the stent, observed that the stent was caught on the catheter. The stent was knocked off of the sds and as ''the stent was fine,'' the physician deployed the dislodged stent using five non-bsc balloons. After deploying the 4.0x20mm stent, the physician wanted to use the initially used 3.0x32mm promus element sds, but observed stent strut damage prior to reintroducing the device into the patient's anatomy. The procedure was completed with another of the same device and the patient's post procedure condition is stable.